Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device had a burning smell was confirmed through external inspection, thermal damage to the pump modules female iui connector housing was observed. The concomitant pump module was attached to the suspect pcu. The system was turned on to observe the presence of smoke and/or burning smell. When the pcu was turned on, it was noted that the pump module flashed the displays for a second but did not successfully power on when attached using the damaged iui connectors. The pump module was detached and reattached using the other side of the iui connectors and the pump module powered on. A digital multimeter was used to measure resistance on each adjacent pin. When measuring between adjacent pins of the connector, an infinite ohm value (open circuit) was expected during testing. Every adjacent pin measured infinite resistance on the concomitant pump module female (left) iui connector. On the pcu male (right) iui connector between pins 13 and 14, which measured 9.4ohms. This indicates a short between those pins. The male iui was temporarily replaced with a known good connector for testing purposes only, and the suspect pcu was attached to the concomitant pump module, and no errors or malfunctions were observed during power on self-test (post) sequence. An infusion was programmed at a rate of 500 ml/hr was programmed to infuse for one (1) hour. The device did not smoke, and a burning smell was not perceived during or after the infusion. The device was operating as intended. External and internal device inspection was performed. The concomitant pump module female (left) and suspect pcu male (right) iui connectors were observed with thermal damage on pins 1 to 5, and 12 to 14 respectively. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. A review of the concomitant pump module error log was performed, and no errors or anomalies were noted on the reported event date. A review of the suspect pcu error log showed an error code 120.4410 (low backup voltage failure) occurred on 5mar2026 at 11:24 pm. Bd issued a voluntary recall (mms-203810 bd alaris system) to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: best practices for cleaning bd alaris system devices, bd alaris system cleaning audit, bd alaris system cleaning checklist, bd alaris system iui inspection quick reference, bd alaris system with guardrails suite mx user manual addendum jul2020. The bd alaris system with guardrails suite mx user manual v12.3.1 (dir 10000365842) notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Best practices for cleaning bd alaris system devices (dir 10000363928) provides procedures and information for cleaning and disinfecting the bd alaris and alaris systems. To prevent iui connectors from exposure to cleaning agents, bd provides iui connector covers that should be used during the alaris system cleaning process. Bd recommends the use of these covers whenever pump cleaning is performed to protect the connectors from exposure to cleaning agents and disinfectants. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported device exhibiting a burning smell is being attributed to the melting of the iui connector housing. The melted connector housing is likely the result of a localized thermal event associated with an electrical short identified between pins 13 and 14 of the pcu male iui connector. The electrical short is most likely attributed to conditions such as liquid accumulation, contamination, residue buildup, and/or corrosion between the iui pins. These conditions are considered probable initiating factors based on the observed electrical short, thermal damage, and restoration of normal device function following replacement of the affected connector. Note that this report lists imdrf annex a040502, a1801, a070504, c0503, c0601, c02, d08, d15, g02017, g04037, g02002 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two (2) devices appeared to have burnt iui connectors. There was no information on patient involvement. Although requested, further information was not provided.

Event description:
It was reported that two (2) devices appeared to have burnt iui connectors. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.